Manufacturer narrative:
Date of event is estimated. E1 - reporter phone number: (B)(6).

Event description:
It was reported patient's lead had migrated following a fall. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.